Event description:
Hospital pt. There is no healthy damage. When control lock button was pushed, the operation stopped. Afterwards, it made it to normal operation repeating reactivation. The operation was carried out in september 2004, and since then the condition had not been checked then, the power supply board was exchanged by way of precaution.